Event description:
It was reported the rf (radio frequency) head has insulation (outer) with exposed wires. The rf head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the insulation was ruptured on the rf (radio frequency) head cable; damaged cable insulation with exposed wire. The rf head was not able to interrogate and the rf head uplink functional tests were out of specification. Analysis also found the rf head label backing was missing. (B)(4).